Manufacturer narrative:
It was unknown if infections occurred in guidant or boston scientific new or reused ICD devices. Despite multiple attempts, no additional information was received from the corresponding journal author. This investigation will be updated should further information be provided.

Event description:
It was reported from a journal article titled assessing the safety of implantable cardioverter-defibrillator (ICD) reuse-a retrospective case-control study. This journal author objective was to establish whether resterilized implantable cardioverter-defibrillators were as safe as new devices in relation to functionality and infection rates. One hundred and fifty-seven patient received reused icds and 114 patient received new icds between 2001 and 2012. The icds were manufactured by guidant, boston scientific and four non-boston scientific medical device companies. Complications were defined as infections that required reintervention, device malfunction, and replacements due to untimely or unexpected battery depletion. Infections occurred in five (4.38%) patients in the new ICD group and in 3 (1.91%) patients of the reused ICD group. The journal author compared complication rates and found there was not a statistically significant difference between the two populations (new versus re-use). There were no cases of untimely or unexpected battery depletion; however, battery-life for reused devices was, as expected, shorter than for new devices, but in accordance with the durations estimated prior to intervention. None of the reused devices were explanted for infections.